Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B)(6), 2010 alleging an error 2 message on her one touch ultralink meter. The pt used a different lot number and continued to obtain the error 2 message. The pt mentioned that the reported issue began at 8:00am on (B)(6), 2010. She continued to take her insulin (65 units of lantus) on a regular basis. On the afternoon of an unspecified date, the pts' stomach was hurting. She did not seek any medical attention or contact her physician for assistance. The pt did not seek any further medical attention or contact her physician for assistance. The technique of applying blood on the test strip was correct. The pt was using the correct vial of test strips. This is not the first time the product is being used. The pt denied any misuse of the product. Product is being replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the pt's symptoms are not a suggestive symptom of a serious injury. The complaint is being reported since the error 2 message was not resolved.